Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds leading to non capture. This resulted in higher drainage on the battery on the implantable pulse generator (ipg), resulting in unexpected battery longevity. The rv lead also exhibited high thresholds and non capture when the settings of the ipg reactivated it.  During the change out procedure, the pacing leads were damaged and were partially removed and replaced. The ipg was explanted and replaced. The ipg set to pace ra lead only and have the rv lead inactive until required. Temporary pacing was required during the generator procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products:w1dr01 ipg implanted (B)(6) 2019 .if information is provided in the future, a supplemental report will be issued.